Event description:
It was reported that pump screen was dark, would not turn on, caller later reported that pump battery would not charge and charging connection was not recognized. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while technical support arranged and sent replacement pump.